Event description:
The customer reported that the ventilator went vent inop and alarmed during set up of the device. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the cpu pcb board to address the finding. Applicable final testing was completed and tests passed to operating specifications.